Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, used cdh29 but it got mis fired. Cdh did not fire. This incident he was telling that has happen about 6-7 month ago but at that time could not understand that this was due to device or may his professor could not assemble it correctly. And he was not available at this incident. And he did not share any information regarding lot no or exact date of incident.